Event description:
In this event it is reported that an ank reg c/abut gh 3,0 a 7,5 abutment fractured. Case description is somewhat unclear, but indicates, that the implant remains as sleeper after several failed repair attempts.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. This MDR submission is a late submission. A CAPA has been issued.